Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use at the time of the event and the issue occurred during a planned/non-emergency treatment. The treatment was continued using another system. There was no report of any harm to the patient/user. The philips field service engineer (fse) inspected the system onsite and confirmed the issue. Analysis of the system log file indicated that there was a lack of signal from the detector. The fse replaced the detector. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not take images. No harm was reported to philips.